Event description:
In this case, it was reported that the valve was explanted after an implant duration of 6 years. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the reason for the explant was due to stenosis secondary to calcification. The health-care provider also noted "extensive calcification of the valve". No other details reported. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Although the root cause cannot be investigated, the stenosis was likely due to the "extensive calcification of the valve" noted by the health-care provider. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
A copy of the patient's op report was received that supports the original report of stenosis with extensive calcification. Per the report, "the patient is (B)(6) gentleman who is 6 years status post placement of a 23 mm bovine pericardial valve in the aortic position. He did well following surgery, but over the last year has had repetitive falls. During one of these falls he was evaluated and noted to have an aortic murmur. He subsequently underwent cardiac catheterization with echocardiogram, which revealed him to have critical prosthetic valve aortic stenosis with a peak gradient of 110, and a mean gradient of 61 and a calculated valve area of 0.8 cm2. Catheterization was also performed, which showed no significant coronary disease and preserved lv function, and now presents for repeat sternotomy and aortic valve replacement... The prosthetic aortic valve had heavy calcifications of all leaflets causing restricted movements... The [new] valve was sized to a 21 mm valve. Then 2-0 ethibond nonpledgeted sutures were placed around the aortic annulus and brought through the new [edwards] prosthetic valve... The patient was weaned from cardiopulmonary bypass without inotropic support. Transesophageal echocardiogram revealed a normal-functioning prosthetic valve with no evidence of a perivalvular leak."